Event description:
Pt was post shoulder arthrodesis on the right many years ago with two plates used for posterior arthrodesis and superior arthrodesis of the shoulder. He had one retained plate and screws which were backing out and causing him pain. Pt admitted for removal of implants.